Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device was generating heat and the neuro-tip of the craniotome device was bent/damaged. It was further determined that the device had worn bearing, illegible etch, damaged labeling and vibration. It was also further determined that the device was making unexpected noise and could not insert cutter. It was further determined that the device failed pretest for labeling assessment, visual assessment verification, cutter insertion verification, vibration verification and temperature verification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the craniotome attachment device was generating heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Upon further review of returned device, it was further observed that previously reported condition of unexpected noise was not confirmed. It was further determined that the device had damaged components. The assignable root cause was determined to be traced to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Upon further review of returned device, it was further observed that previously reported condition of vibration was not confirmed. Therefore, an assignable root cause was not determined.